Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the power supply is faulty. The device use is unknown, however, there was reportedly no patient harm.